Manufacturer narrative:
The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was taken to the operating room on september 12, 2014 and administered general anesthesia to facilitate with an abutment removal. The implanted device remains. This report is filed november 24, 2014. Implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (B)(6) 2014 due to an infection at the abutment site. The implanted device remains.